Event description:
It was reported that the patient presented with a hematoma. A procedure was done where the pocked was opened, drained, cleaned, and closed. There were no additional adverse patient effects. The system remains implanted.